Manufacturer narrative:
Dad mentioned that due to the restrictions with the insurance only 10 holders are allowed per month. This results in washing and re-using the holders which can cause degradation. He told dale medical that he had re-used the device involved with the event. The dale 242 pd labeling cautions the user: change the holder daily or more frequently as required. Change after patient bathing. Disposable. Do not wash (in bold text).

Event description:
The event was reported to dale medical in 2009. The pt's father stated that the event occurred within the past week but he could not remember the exact date. The father called on the same day, to report that his daughter coughed out her trach tube, and he was unable to re-insert the trach tube. The pt was transported to the hospital where the doctors in the ER were able to re-insert the tube with good outcome and the pt is doing well.